Event description:
It was reported that during da vinci-assisted surgical procedure, an error message appeared making the harmonic ace instrument unusable. It showed an issue with the blade. Backup instrument of same kind was used. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have curved blade broken at the base. A piece approximately 0.3mm x 0.3mm was missing, confirming that a fragment detached from the instrument. The broken piece was not returned. The blade has a crack at the point of breakage. Components adjacent to this broken blade do not show damage. Additional observation related to the customer reported complaint: the instrument failed the energy recognition (self-test). The root cause of this failure mode is attributed to the primary failure of instrument broken blade. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.